Event description:
Customer reported a patient went into ventricular tachycardia but the monitor did not alarm. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital.